Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a active exhalation verification test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way and proportional valve were replaced to resolve the issue. The device was retested and passed all testing. The device was returned to use, and no further investigation is required.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator failed a active exhalation verification test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way and proportional valve were replaced to resolve the issue. The device was retested and passed all testing. The device was returned to use, and no further investigation is required. The original 3 way solenoid valve and proportional valve were sent to the philips investigation lab (pil) for further evaluation and pil was unable to confirm the failure of the proportional valve. Pil concluded that the proportional valves operated as designed. Pil was able to confirm the failure of the solenoid valve and concluded that internal contamination caused the failure. Pil scrapped both valves. The evaluation results and conclusion code grids have been updated to reflect this new information.